Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 2 of 2, medwatch report # 3004209178-2011-83255.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 526mg/dl, and he was treated with an insulin drip. The customer stated that he changed the site the day before and the next day he was admitted. The customer stated that after leaving the hospital he changed the infusion set and reservoir. The customer stated that he noticed insulin was leaking from the p-cap and the reservoir was loose in the insulin pump. The reservoir was not locked into the tubing. The customer stated that she took a manual injection on long lasting insulin before calling. Troubleshooting was performed. Ran a self test and passed. No further info was provided.